Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue calibrating the programmer stylus. Instructions on how to calibrate the stylus were provided. It was recommended to try using a different stylus and return the programmer for service if calibration was still not successful. The programmer remains in use. There was no patient involvement.